Event description:
There were discrepant total hemoglobin (cthb) results on venous samples drawn from a pt approximately one hour apart. Each sample was analyzed within 1-2 minutes of draw. The first sample cthb result was 10.2 g/dl. A second sample cthb result was 6.6 g/dl. A third sample cthb result was 6.4 g/dl. Quality control was performed on the instrument prior to the first pt sample and was within range.

Manufacturer narrative:
The samples in question were not repeat tested on this or any other device. It is, therefore, impossible to determine if the values were in error or if the effect seen was one of preanalytical error to sampling handling and mixing. There was no impact to a pt as a result of this event.